Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for post implant calcification was confirmed based on medical record. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''approximately 4 years post tavr procedure with a 26mm sapien 3 valve the valve failed due to stenosis, regurgitation and pvl. Per medical record review there is calcification of the tavr valve leaflets and evidence of leaflet restriction.'' Per medical record review, patient had history of end stage renal disease (esrd) on dialysis and hypothyroidism. These patient factors are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. It is well known that patients with chronic renal disease are predisposed to bioprosthetic heart valve calcification. In addition, there is an association between thyroid function and valvular sclerosis. Aortic valve sclerosis can raise the calcium level in blood stream, which can also accelerate the valve calcification resulting in valve stenosis. As such, available information suggests patient factors (esrd, hypothyroidism) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Event description:
As reported by a field clinical specialist, approximately 4 years post tavr procedure with a 26mm sapien 3 valve the valve failed due to stenosis, regurgitation and pvl. As a result, a new 26mm sapien 3 ultra resilia valve was implanted in a viv procedure. Per medical record review, there was calcification of the 26mm sapien 3 valve leaflets and evidence of leaflet restriction.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.